Event description:
It was reported the patient¿s lead was partially explanted at the time of report due to a break/fracture of the lead, involving the #0 electrode. The #0 electrode was reportedly ¿missing¿ and was ¿not attached to the rest of the lead¿ at the time of explant. The electrode ¿never came out.¿ the lead was replaced as a result of the event and the issue was resolved. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant: product ID 3877, explanted: 2015-(B)(6), product type lead. (B)(4).